Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. Upon removal of the sensor on (B)(6) 2019, the wire remained in her left arm. An x-ray was performed and the presence of a wire in her left arm was confirmed. She was evaluated by a surgeon on (B)(6) 2019 who recommended leaving the wire in place and that it would work its way out. At the time of contact, the patient reported that she does not have any pain or swelling at the insertion site. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.